Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a spine case, the plasmablade device remained active when the cut button was not being pressed. There was no unintended tissue damage or impact to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.